Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with cold insulin during the load process. The customer reported a blood glucose (bg) level of 225 (mg/dl). The supplies were changed and a bolus delivered to address bg levels. During troubleshooting with tandem technical support, additional insulin was added to the cartridge and the customer was able to load the cartridge successfully. The customer was reminded to use room temperature insulin when loading the cartridge in the future.